Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Emergency medical services provided carbohydrates to treat customer's low bg. Customer alleged that the pump software did not accurately adjust the amount of insulin delivered or suspend insulin delivery as intended. Customer declined to upload the pump data logs for data review and reportedly continued to use the pump for insulin therapy.